Manufacturer narrative:
Batch review performed on 26-sep-2022: lot 163091: (B)(4) items manufactured and released on 05-sep-2016. Expiration date: 2021-08-25. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 5 years and 10 months after the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with competitor components and the surgery was completed successfully.